Event description:
It was reported that a large volume intermate had a missing top white tip. This was found before use. There was no patient involvement. No additional information is available. This is report 9 of 12.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 25, 2008 to november 26, 2008. Evaluation summary: the device was received for evaluation. A visual inspection was performed, and did not find the reported missing component to be absent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.